Manufacturer narrative:
Device evaluation: the intraocular lens (iol) remains implanted and therefore not available for investigation. The customer's reported event could not be confirmed. A manufacturing record review could not be performed as the serial number of the lens was not provided. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the lens. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Corrected data: in reviewing the file it was identified that MDR follow up #1 was submitted in error. The initial MDR had already provided the device evaluation results available at that time. Additional information: patient age was provided, serial, model, catalog, expiration date and UDI number provided, manufacturing date provided. (B)(4). Through follow up the account provided the serial numbers of both iols used for the patient however, it was not specified which eye is implanted with which device. Therefore, this report is for the iol serial number (B)(4). It was also reported patient is allergic to penicillin. Manufacturing record review: a manufacturing records review was performed. There were no discrepancies found during the review. The documentation shows that the production order was manufactured according to specifications. There were no associated deviation or non-conformity reports found in the review related to the reported complaint. The units were released according specification and in compliance with the product intended use as required. A search on complaints revealed that no additional complaints have been received for this production order number. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Explant date: if explanted; give date: na (not applicable) to date, the intraocular lens remains implanted. Initial reporter telephone number: (B)(6) . Device manufacture date: unknown. (B)(4). Device evaluation: an investigation of the product could not be performed as to date, the lens remains implanted. The customer's reported event could not be confirmed. A review of the manufacturing records could not be performed as the serial number of the lens was not provided. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a female patient had two tecnis lenses implanted approximately one week apart, implant dates not provided. Implant was approximately two (2) months ago. Patient returned for follow up and complained of deterioration in vision in one eye (the first eye). When the surgeon checked her, he found that both eyes had a decrease in vision but one was more noticeable than the other. Both eyes were also presenting with irvine-gass syndrome (also known as cystoid macular edema). During this visit the surgeon injected steroids in vitreous area for treatment of the cystoid macular edema. Surgeon said that he also gave ''diclofenaco topico'' (an anti-inflammatory non-steroid drops) which is used for the treatment of inflammation, redness and pain in eyes. Patient is doing better. No further information was provided. Patient had two (2) lens implants; therefore, two mdrs will be filed. This MDR represents the second lens implanted.